Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on electrograms (egm) during high rate episodes on the right atrial (ra) lead. It was noted right atrial (ra) lead trends for impedance vary significantly between unipolar and bipolar configurations. It was further noted the implantable pulse generator (ipg) showed cardiac compass has invalid data. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.